Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross rf wire selected for use. During the pulseselect ablation, the product was inserted into the pulse select sheath for septal puncture. The coating on the tip was peeled off when wire was removed from the non-boston scientific sheath. Hence, the device was replaced, prior to reinsertion into body. After replacing the device, the procedure was completed successfully. No patient complication was reported. The device is expected to return for analysis.

Event description:
It was reported that versacross rf wire selected for use. During the pulseselect ablation, the product was inserted into the pulse select sheath for septal puncture. The coating on the tip was peeled off when wire was removed from the non-boston scientific sheath. Hence, the device was replaced, prior to reinsertion into body. After replacing the device, the procedure was completed successfully. No patient complication was reported. The device is expected to return for analysis. It was further reported that the insulation was peeled back. Non-boston scientific sheath was used. No damage was observed on the device that could have contributed to the coating issue. No unusual anatomical structures were observed.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the rf wire was visually inspected and failed due to a severe insulation damage noted on its distal tip. The wire as also submitted to a dimensional test and it passed, since it met its design specification for the outer diameter measurement. The reported allegation has been confirmed as insulation damage noted to the rf wire distal tip.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem.

Event description:
It was reported that versacross rf wire selected for use. During the pulseselect ablation, the product was inserted into the pulse select sheath for septal puncture. The coating on the tip was peeled off when wire was removed from the non-boston scientific sheath. Hence, the device was replaced, prior to reinsertion into body. After replacing the device, the procedure was completed successfully. No patient complication was reported. The device is expected to return for analysis. It was further reported that the insulation was peeled back. Non-boston scientific sheath was used. No damage was observed on the device that could have contributed to the coating issue. No unusual anatomical structures were observed.